Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. (B)(4).

Event description:
A ventricular assist device had been placed prior to the procedure, as well as having an implantable pacemaker. In a highly calcified circumflex (cx) with a sharp bend at the ostium, and straight, heavily calcified left anterior descending (lad) treatment was performed using a diamondback360 coronary orbital atherectomy device (oad). Four treatments were performed on low speed in the lad. A small perforation had occurred following the last treatment. A semi-compliant sapphire balloon was fully inflated, deflated and removed. Imaging was then performed at which point the physician became aware of the perforation in the lad as it had increased in size following balloon inflation. Shortly after observing that perforation, the physician became aware that there was no flow in the cx. The cx was wired and balloon angioplasty was performed to restore flow. An echocardiogram was performed, and pericardiocentesis was performed. The patient was intubated. Covered stent placement was attempted several time, but was not large enough, and blood escaped around the stent. The patient was sent to surgery for vessel repair and an emergency bypass procedure. Following the procedure, imaging was reviewed and revealed that the vessel initially appeared to be 3.0 mm, but upon further review, was 3.5 mm to 4.0 mm. In the opinion of the physician, the cause of the event was due to residual calcium that caused the perforation to become larger when the balloon was inflated.